Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, post implant, the right ventricular (rv) lead exhibited high impedance, high thresholds, and pacing failure. The lead was reprogrammed to unipolar polarity. Subsequently, the lead and implantable pulse generator (ipg) device were explanted and replaced due to a suspected loose connection; resulting in pacing failure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated a damaged grommet, foreign material on set screw, a set screw with a rounded socket, and a damaged set screw. If information is provided in the future, a supplemental report will be issued.